Event description:
It was reported that the pump was to be replaced due to volume discrepancies. The drug reservoir volume discrepancies during the last refill sessions were 0.7 to 4.0 ml. The last three refills had -10.7%, -7.5% and -11% volume discrepancies between the actual and expected reservoir volumes. This percentage fell within the limit of +/- 14.5 tolerance limits; however the provider wanted to go ahead with the pump replacement. There were no motor stalls and pump did not go into safety mode. No malfunctions were shown in the pump memory. The pump was still in service as of (B)(6) 2012. The reporter stated that they felt the pump was "working normal", however the physician wanted to proceed with the replacement without doing any diagnostic testing. Granuloma was also excluded by MRI as the cause for the volume discrepancy. The medications in the pump were morphine and paspertin. There were no patient symptoms reported due to the volume discrepancy. Patient outcome was not reported, additional information has been requested, however was not available at the time of the report.

Event description:
Additional infomation indicated that the patient's pump was replaced, and the pump was working and the patient was doing well.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).